Event description:
It was reported that the patient experienced two inappropriate shocks - and palpitations and anxiety - due to a right ventricular lead fracture. A lead integrity alert was triggered for oversensing/inappropriate sensing. It was also reported that the device had unexpected battery longevity; it was "short lived." The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met (B)(4)% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).